Manufacturer narrative:
(B)(4) it was reported that small particles were found inside the packaging of three catheters contaminating the three of them when doing inventory management and preparing the storage of the products. This event was initially reported because this type of issue could potentially contribute to an adverse event. During failure analysis investigation bwi failure analysis lab received the three devices for evaluation and it was noticed that two out of the three didn¿t have the foreign material. For the one presenting contamination, the particle was located by the catheter¿s handle section inside a closed pouch. This condition suggests that was unlikely the particle could get into the patient. In addition the IFU states that the sterile packaging and catheter should be inspected prior use. The risk to the patient is low. A ft-ir test was then performed to the foreign particle and the results indicated that its composition is a polymer known as polyethylene which is a very common plastic. This particle got inside the package during manufacturing process. During manufacturing the catheters undergo 100% inspection for foreign particles; therefore this complaint has been considered as an isolated case no other complaints have been received for the lot numbers involved on this complaint. Awareness training was provided to production operators. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
A) the bwi failure analysis lab received the devices for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) (B)(4), (10)17093752m; c) (B)(4), (10)17081672m; d) (B)(4), (10)17059080m; e) as lot #'s : 17093752m, 17081672m and 17059080m were provided, the device history record(s) were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. F) (B)(4).

Event description:
It was reported that small particles have been found inside of the packaging contaminating the three catheters when doing inventory management and preparing the storage of the products. This event is being reported because, this type of issue could potentially contribute to an adverse event. Per 21 cfr, part 803, this complaint is reportable.